Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that a small portion of the proximal end (anchor chain) of the coil remained attached to the pusherwire. There were no anomalies noted to both pusherwires and microcatheter returned. Based on the investigation and information available the coil breakage would be consistent with excess force applied to the pusherwire resulting in the separation of the coil from the pusherwire. Coil breakage is a procedural factor associated with the coiling procedure and noted in the labeling. Therefore, the most likely root cause of this event was determined related to operational context.

Event description:
The physician delivered the coil into the distal carotid opthalmic artery aneurysm; however, the coil broke apart in two pieces. Half of the coil was "stuck in the aneurysm" and the remainder was removed with the pusher wire. Two stents were placed to secure the implanted part of the coil against the artery wall. No further information was provided.

Event description:
The physician delivered the coil into the distal carotid opthalmic artery aneurysm; however, the coil broke apart in two pieces. Half of the coil was "stuck in the aneurysm" and the remainder was removed with the pusher wire. Two stents were placed to secure the implanted part of the coil against the artery wall. No further information was provided.